Manufacturer narrative:
At time of filing, the reported device is not expected to be returned to conmed for evaluation. This reported event is entering the investigation process. A supplemental and final report will be filed following the completion of the complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
On behalf of the customer, the conmed representative reported issues with the 24f standard pull peg kit, item fexp2400, lot 2021022241, that (B)(6) recently experienced on (B)(6) 2021. It was reported that "the needle used for the lidocaine broke off in patient and had to be surgically removed. The patient is ok." And the issue occurred during peg tube placement. Additional information notes it was a planned initial placement of a peg tube in the (B)(6) year old, (B)(6) lbs., female patient who had been an inpatient admitted since (B)(6) 2021. While injecting local anesthesia for the peg tube placement, approximately 3.7cm of the needle broke, in the left upper quadrant imbedded in omental fat. A diagnostic laparoscopy under general anesthesia was then conducted to remove the broken needle piece. It was confirmed the patient is awake, alert and doing well. This report is being raised on the basis of injury for the additional surgery needed to remove the broken needle.

Manufacturer narrative:
Investigation of the customer's reported issue and complaint was inconclusive. The device in question, used in the procedure, is not available for evaluation by conmed. No photographic evidence has been provided. Therefore, the reported failure cannot be verified, and root cause can not be identified. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review shows this is the only complaint for this lot number and failure mode. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. This issue will continue to be monitored through the complaint system to assure patient safety